Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified thoracoscopy procedure, when inserting the trocar, the mandrel of the trocar spike broke and the rod slid along the trocar sleeve to protrude into the thorax. The surgeon managed to recover the metal rod but the operation/anesthesia was prolonged as a result. No further information was provided.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the handle of the trocar spike is broken off. The cause of this damage is most likely wear and tear due to heavy use. The product is designed for 400 uses and reprocessing cycles, which have probably been exceeded. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the trocar without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.